Manufacturer narrative:
The insulin pump had a minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to completely broken off reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump reservoir compartment was cracked and chipped. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis.